Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx coronary des was implanted in the lad. Approximately three months later the patient presented with increasing chest pain and was diagnosed with a non stemi (vessel unknown). Cardiac enzymes were up and were trending up pre procedure. The patient was treated with non target vessel pci by stenting the rca. The investigator assessed the event as not related to the device and not related to the antiplatelet medication. Sponsor assessed the event as not related to the device and not related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
Additional information: target vessel was not involved in the mi. If information is provided in the future, a supplemental report will be issued.